Event description:
Reporter noted a posterior capsule tear had occurred; anterior vitrectomy required. Tried three vit probes, only getting vacuum out of vit port. Able to complete procedure and implant iol as planned.